Manufacturer narrative:
This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on october 28, 2017; however, the system problem prevented acknowledgements from being received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device remains implanted in the patient; therefore, a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. The reported anchor crack may potentially be due to hard bone quality, off axis insertion, or improper bone hole preparation; however, a definitive root cause the reported device failure cannot be determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy mitek complaints system revealed one similar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Device still implanted in patient.

Event description:
The affiliate reported via email the implant was fractured vertically, from the tip to the head during insertion into the patella. The procedure was a reconstruction of the patellar femoral ligament in a young patient. It was necessary to use an additional implant to achieve the correct fixation of the new ligament in the patella. It was reported that the anchor remained implanted in the patient.